Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: device returned to manufacture: yes.

Event description:
It was reported that a bd plastipak¿ luer-lok¿ syringe had "mold on the syringe plunger." No report of serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: samples/ photos analysis: the sample sent by the customer was verified and it was possible to observe foreign matter - dirt. Bd was able to confirm/ reproduce the incident in question. DHR review: the batch 7228878 was manufactured on september 28th to 29th, 2017. The process inspections were performed at properly frequency and no records of this defect were found. The current controls at manufacturing process to detect the defect are performed by visual inspection with each 2 hours at 36 parts at assembly machine; qn review: no quality notification (qn) that could related to defect were observed. Maintenance review: no maintenance record that could related to defect were observed. The potential cause for the problem is a plunger jam on assembly machine feeder, causing the product defect. That jam is inherent to the manufacturing process and occurs occasionally on the process. Based on the severity and occurrence a CAPA is not required. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that a bd plastipak¿ luer-lok¿ syringe had "mold on the syringe plunger." No report of serious injury or medical intervention.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd plastipak¿ luer-lok¿ syringe had "mold on the syringe plunger." No report of serious injury or medical intervention.